Event description:
Additional information received reported the patient is recovering well from the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stenting procedure involving an echelon device, the marker was lost in the patient and located between a microstent and the vessel wall of the middle cerebral artery, causing a fresh in-stent thrombosis. It was unknown if the catheter tip was shaped. Access vessel was the mca (unknown vessel diameter). The marker band dislodged and remains in the patient. Integrilin was administered, and stent modeling was performed to control the situation. After integrilin and modeling of the stent, the situation was under control again, patient is fine. They suspected 2 microcatheters, which they have just x-rayed again, but both still had markers, so the marker surely was from the echelon. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient is fine. No patient complications have been reported as a result of this event.